Event description:
This case was initially received via regulatory authority ansm (reference number: r1704726) on 06-apr-2017. The most recent information was received on 22-may-2017. This spontaneous case was reported by a general practitioner and describes the occurrence of allergy to metals ("allergy tests came back positive for nickel, cobalt and chrome") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient with no particular medical history apart from known allergies. Concurrent gynecological problems were denied. Concurrent conditions included mercury sensitivity (known allergy to phenylmercuric nitrate) and allergy to chemicals (known allergy to methylisothiazolinone). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced syncope ("several episodes of faintness"), tremor ("unilateral trembling") and presyncope ("suspected vasovagal reaction"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), hyperacusis ("intolerance to noise / bilateral hyperacusis"), dyspepsia ("digestive problems"), ovarian cyst ("gynecological cyst") and malaise ("malaise"). On (B)(6) 2014, the patient experienced tinnitus ("incapacitating tinnitus on the right") and headache ("headaches"). On an unknown date, the patient experienced nervous system disorder ("neurological disturbances"). The patient was treated with surgery (hysterectomy and adnexectomy). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, syncope, tremor, presyncope, hyperacusis, tinnitus, headache, nervous system disorder, dyspepsia, ovarian cyst and malaise outcome was unknown. The reporter considered allergy to metals, dyspepsia, hyperacusis, malaise and ovarian cyst to be related to essure. The reporter provided no causality assessment for headache, nervous system disorder, presyncope, syncope, tinnitus and tremor with essure. The reporter commented: removal was performed at the patient's request and due to medical reason (medically necessary). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Allergy test - on (B)(6) 2017: positive for nickel, cobalt and chrome. Unspecified date after events starting (B)(6) 2014: all further investigations were normal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24_may_2017 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 258 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: completed questionnaire received: essure was removed by hysterectomy and adnexectomy on (B)(6) 2017. Patient's date of birth, initials, height and weight added. Events "digestive problems", "malaise" and "gynecological cyst"" added. No further information expected. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.